Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found flooding of imaging, corrosion of electrical contacts, pixel defects due to water immersion in imaging, cable damage, and deterioration of the head stopper. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause of the damage could not be identified by the information obtained from this complaint and the investigation results. A definitive root cause cannot be identified. The DHR retention period is 15 years. Since the device in question was manufactured more than 15 years ago, the DHR could not be verified. This issue is addressed in the instructions for use (IFU): phenomena 1, 2, and 3 ifus; endoscopic image disappearance and freezing; warning: please strictly observe the following items. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not secure the camera cable using a pean or similar object. There is a possibility that the camera cable will be disconnected. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device had a noise occurred when the boot of camera adapter connection side was shaken. The issue was identified during inspection, prior to use for a diagnostic earwax removal procedure while being used with the video processor and adaptor. It was not resolved by wiping the video connector section and electrical contacts of the camera head. The intended procedure was completed with the same device and no surgical delay. There were no reports of patient injury or medical intervention associated with this event.